Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy surgery, the clip did not pop out during the use of the ligation clip. The device was replaced to complete the procedure. There was no patient injury.